Event description:
It was reported to boston scientific corporation that an advanix¿ pancreatic stent was implanted in the patient's pancreatic duct on (B)(6) 2016 as part of e7089 short term pancreatic stenting. According to the complainant, the patient had a history of sludge or debris and pancreatic stones prior to stent placement. On (B)(6) 2016, a reintervention was conducted and the patient underwent pancreatic stent placement to place a second advanix pancreatic stent for pain management and to help with drainage following the extracorporeal shock wave lithotripsy (eswl). Upon insertion and placing of the stent in the pancreatic duct, kinking occurred. No adverse events were reported. A pancreatogram was performed prior to the procedure. A prior biliary and pancreatic sphincterotomy were also performed. However, a biliary and pancreatic sphincterotomy were not performed during the procedure. A previously placed pancreatic stent from the initial study was removed during this procedure while no biliary stent was placed. Contrast was injected from the entire length of the main pancreatic duct into the tail of the pancreas. During the procedure, the stent was placed via 0.035 inch guidewire and the advanix¿ pancreatic stent was satisfactorily implanted across the stricture. The stent kinked was initially deemed a device malfunction by the study site. However, the site has reconsidered and has made the update that the event is not a device malfunction, just simply an event. The stent was placed and working with no issues.

Manufacturer narrative:
(B)(4). Reported event of "stent kinked." According to the complainant, the suspect device has been implanted and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix¿ pancreatic stent was implanted in the patient's pancreatic duct on (B)(6) 2016 as part of (B)(4). According to the complainant, the patient had a history of sludge or debris and pancreatic stones prior to stent placement. On (B)(6) 2016, a reintervention was conducted and the patient underwent pancreatic stent placement to place a second advanix pancreatic stent for pain management and to help with drainage following the extracorporeal shock wave lithotripsy (eswl). Upon insertion and placing of the stent in the pancreatic duct, kinking occurred. No adverse events were reported. A pancreatogram was performed prior to the procedure. A prior biliary and pancreatic sphincterotomy were also performed. However, a biliary and pancreatic sphincterotomy were not performed during the procedure. A previously placed pancreatic stent from the initial study was removed during this procedure while no biliary stent was placed. Contrast was injected from the entire length of the main pancreatic duct into the tail of the pancreas. During the procedure, the stent was placed via 0.035 inch guidewire and the advanix¿ pancreatic stent was satisfactorily implanted across the stricture.